Manufacturer narrative:
It was reported that a (B)(4) low profile cup was labelled as a (B)(4) full profile cup. During the update of the label, the product description was erroneously transferred, resulting in mix-up description: low profile was labelled as full profile cup. Labelling attributes (size of product for example, reference numbers and brand name) were correct. The wrong content was released and valid on september 24, 2015. Wrong labels were printed starting from september 24, 2015 until november 5, 2015. Root cause: the process, how to review a product label, was not adequately defined. In the label release matrix, it was only defined who had to review a label change. The review team had no additional information how to review and what information could be used to perform a precise review. The following points describe the already performed and to be performed actions: for all products that were labelled with the wrong product description, a recall has been issued and started. The affected products will be retrieved and destroyed. The correction of the product labels has been performed and already released. The new and correct version has been released on the november 5, 2015. The release of established and changed product was not adequately defined and will be reviewed and modified, in order to avoid incomplete or insufficient reviews. The process is going to be updated. Zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
On (B)(6) 2015 a sales representative from (B)(4) (consignation warehouse) reported, that (B)(4) low profile cups were found with incorrect labeling, the parts being marked as (B)(4) full profile cups. The products were returned for investigation, on january 7, 2016 it was found that also a low profile cup 32/54 was involved.